Event description:
(B)(4). I started having horrible periods with huge blood clots. I have horrible cramps to where I can't get out of bed. Lower back pain all the time. Sever bloating to where I look pregnant. Lower abdomen hurts all the time. I'm scheduled for hysterectomy (B)(6) 2015. I want essure pulled off the market and the PMA off too!